Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately high compared to their feelings and/or normal readings as well as compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy occurred at 6:30 am on (B)(6) 2017. At this time, the patient obtained a blood glucose result of ¿356 mg/dl¿ with the subject meter which they felt was higher than their feelings and/or normal results. The patient also obtained a result of ¿115 mg/dl¿ on another device over 30 minutes later. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. In addition, meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages their diabetes by self-adjusting their insulin dosage and took an additional 10 units of insulin in response to the alleged product issue. The patient reported that one hour later they developed the symptoms of ¿dizziness, nauseous and shaky¿, however did not inform the cca how they treated these symptoms. At the time of troubleshooting, the cca noted that the unit of measure was set correctly on the subject meter. The patient did not have control solution available to walk through a control solution test with the cca. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.